Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the patient's battery packs. The cause for the non-functional charger was due to the power socket pins being pulled out of the charger's power brick cable connector. The root cause for the pulled pins was not positively identified. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report his charger quit working over the weekend. The patient was provided with a replacement battery charger.